Event description:
It was reported that fifteen (15) amia automated pd cycler sets leaked from the cassette. This was observed after the devices were placed in the machine for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.